Manufacturer narrative:
Per the clinic, the patient experienced irradiated tissue, skin flap breakdown and infection at the implant site. Subsequently on (B)(6) 2016, the device was explanted and the patient was prescribed oral antibiotics.

Manufacturer narrative:
This report is filed, march 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a blister over the magnet site and was prescribed oral antibiotics (date and duration not reported). The implanted device remains.